Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient was hospitalized due to syncope and lvad related torsades. No further information was reported.

Manufacturer narrative:
Section a2, d10: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported syncope and lvad related torsades could not conclusively be established through this evaluation. It was reported that the patient experienced syncope and vad related torsades. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(4) until (B)(6) 2019, when the patient expired. The patient's death was investigated under MFR #2916596-2019-04141. The device was not returned for evaluation. The hmii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.